Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose was 400 mg/dl. The customer indicated air bubbles were the main reason for the high blood glucose. Customer saw her doctor a week ago. The customer was reminded to follow up with 24 hour helpline and to call if issues persist. No further assistance was necessary.